Event description:
Pt was being transfered from chair to bed. During transfer the sling clip disengaged and pt slid to floor. Pt suffered from a 2 cm laceration to right side of head and a 1 cm round bruise to her right upper lip. One person involved.